Event description:
It was reported that during patient infusion of levophed with a spectrum iq pump, the patient¿s "blood pressure was not improving¿. The patient was also receiving continuous renal replacement therapy (crrt) at the time. The nurse increased the flowrate of the levophed infusion "until it was maxed at 30". The flowrate was then "turned up to 188" and the nurse "realized that there were ¿no drips in the drip chamber" and "that the blue slide clamp was closed". According to the reporter the spectrum pump did not generate an upstream occlusion alarm. The blue slide clamp was opened and the patient¿s blood pressure "improved". At that time the flowrate of the levophed was at 9.4ml/hr and the patient "was stable with the exception of low blood pressure throughout the entire event". The reporter stated they did not close the blue slide clamp and "believed that the last time the blue slide clamp was moved was when they had switched the infusion from the old non-baxter pump to the baxter pump", earlier that day. It was further reported the patient experienced "a code". Additional information pertaining to the patient's code was not specified. Multiple attempts to obtain additional information related to the "code" event, patient¿s medical condition, medical history, medical intervention, and patient outcome were unable to be obtained.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed.